Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 06feb2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient administered a dose with humapen ergo ii on (B)(6) 2025 and "while administering insulin lispro, due to malfunction of the injection pen, the dose of the injection pen was adjusted to ten units and when it was injected to three units left, it could not be pressed". The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 2112d02, manufactured december 2021). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. However, with the guidance of a trained professional, troubleshooting was performed, and the pen functioned normally and was fit for use. There is evidence of improper use. The patient used the device while visually impaired. It is unknown if this misuse is relevant to the event of increased blood glucose.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report adverse events and a product complaint, concerned an 88-years old male patient of han nationality. Medical history was not provided. The concomitant medications included henagliflozin and insulin aspart administered for diabetes. The patient received insulin lispro protamine (rdna origin) (humalog u100/ml) injections, through a cartridge, administered subcutaneously, 10 units at noon and 7 units at night, twice daily, for diabetes beginning on an unknown date in 2023, via a reusable pens humapen ergo ii, beginning since unknown date 2024. On (B)(6) 2025, while administering insulin lispro, due to malfunction of the injection pen, the dose of the injection pen was adjusted to ten units and when it was injected to three units left, it could not be pressed (lot. No. 2112d02, (B)(4)). After that, his blood glucose rose very high, he also ate randomly at night, and the blood glucose rose to 22, (date and reference range not provided) and he was afraid to eat things. And he had been hospitalized to regulate blood glucose after using the medication. He also reported, while on insulin lispro therapy, his eyes were not very good (improper use), he was always muddled, and his brain was not good. Further information regarding corrective treatment, hospitalization details and outcome of events was unknown. Status of insulin lispro was discontinued. The patient was operator of humapen ergo ii and his training status was not provided. The general and suspect humapen model was started since unknown date in 2024. The suspect device was not returned to the manufacturer for investigation. The reporting consumer did not know relatedness of the events with insulin lispro or humapen ergo ii. Update 06feb2025: additional information received on 03feb2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 2112d02. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.